Event description:
It was reported that a pump declared alarm while in use for insulin therapy, specifically during pumping, and was not previously associated with similar alarms. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Despite attempting to load a new cartridge, the alarm persisted, so technical support decided to replace the pump. The customer will use multiple daily injections as backup therapy and was instructed to return the problematic pump to tandem using a pre-paid label.